Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00007 on 11jan2023. Additional information (16jan2023): the cse renewed the water overflow protection for the external water supply. The cse also noticed that the rail on the lumi was toothed and the waste needle was re-greased. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that the operator slipped on a water leak from an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the system processed the controls and samples properly during startup. However, after a cuvette pusher offline error had occurred, the system was shut down and restarted. The water reservoir overflowed as the sensors did not detect any water. The cse readjusted the sensors and replaced the pump control board. Siemens is investigating the issue.

Event description:
The customer reported that the operator slipped on a water leak from an advia centaur xpt instrument. The customer went to the emergency room to have her bruised shoulder checked and confirmed there were no significant injuries found. Customer was wearing appropriate personal protective equipment (ppe) and was not exposed to biohazardous material. There are no known reports of patient intervention or adverse health consequences due to the incident.